Event description:
It was reported to philips that the device displayed an error code (B)(4). There was no reported patient involvement. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty power pca.